Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient's father reported the infusion device delivers too low amount of insulin. Father stated on (B)(6) 2011 at 8:30 am the patient's blood glucose level was 400 mg/dl, she had 0.9 ketones and then she administered 2.0 units of insulin via the pen. Father stated at 10:30 am the patient's blood glucose level was 250 mg/dl, the father changed the infusion set needle and then the patient ate. Father reported the patient administered 6.0 units of insulin via the infusion device. Father stated at 12:30 pm the patient's blood glucose level was 260 mg/dl, she had no ketones and then she administered 1.0 unit of insulin via the infusion device. Father reported at 4:30 pm the patient's blood glucose level was 316 mg/dl, she had 0.9 ketones, and then she administered 1.5 units of insulin via the pen. Father stated he changed the infusion tubing and then at 8:00 pm the patient's blood glucose level was 311 mg/dl, and she had 0.1 ketones. Father reported the patient ate and then administered 3.0 units of insulin via the infusion device. Father stated at 9:00 pm the patient's blood glucose level was 173 mg/dl, she had no ketones and then she administered 0.2 units of insulin via the infusion device. Patient's normal blood glucose level is 110-150 mg/dl. Patient's father reported on (B)(6) 2011 at 1:30 am the patient's blood glucose level was 273 mg/dl and she had 0.9 ketones. Father stated he stopped the infusion device and switched to the backup infusion device. Father reported he administered 2.0 units of insulin via the infusion device. Father stated at 2:30 am, the patient's blood glucose level was 246 mg/dl and she had 0.4 ketones; father administered 2.5 units of insulin via the infusion device. Father reported the patient ate and he changed the infusion set and then at 4:00 am her blood glucose level was 203 mg/dl. Father stated at 6:00 am the patient's blood glucose level was 92 mg/dl. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.